Manufacturer narrative:
Product event summary: the batteries (bat220711, bat220790, bat220836 and bat221227) were returned for evaluation; the controller (con302051) was not returned. A review of the controller¿s manufacturing records confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, con302051, contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events due to momentary disconnections involving bat220711 and bat220790. Additionally, it was recorded a premature power switching due to a communication error involving an additional battery. As a result, the reported power switching event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. An internal investigation was initiated to capture events involving the momentary disconnections. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The returned battery passed visual inspection and functional testing, passing all tests. Batteries (bat220790, bat220711) device code: battery issue; FDA 2885. Method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38. Results code: interoperability problem; FDA 3213. Conclusion code: quality system deficiency; FDA 25 batteries (bat221227, bat220836) device code: battery issue; FDA 2885. Method code: analysis of data log(s); FDA 3372, actual device evaluated; FDA 10, electrical evaluation; FDA 23, visual inspection; FDA 38. Results code: no failure detected; FDA 213. Conclusion code: no failure detected, device operated within specification; FDA 71 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices added for this event: (B)(4), model#1650de, exp. Date: 31jul2017, (B)(4), device available for evaluation?: no. Labeled for single use?: no. (B)(4). (B)(4), model# 1650de, exp. Date: 31jul2017, (B)(4), device available for evaluation?: no. Labeled for single use?: no. (B)(4). (B)(4) model# 1650de, exp. Date: 31jul2017, (B)(4), device available for evaluation?: no. Labeled for single use?:no. (B)(4). (B)(4) model# 1650de, exp. Date: 31jul2017, (B)(4), device available for evaluation?: no. Labeled for single use?: no. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that power switching occurred with all the patient¿s batteries. The batteries were exchanged, but the controller remains in use. No patient complications have been reported as a result of this event.